Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact. The pump was tested with a test battery cap and the pump powered on properly. The pump was received with no button response on the esc, act and down arrow buttons due to the j2 connector on the lcd board being fully unlocked during the visual inspection. The pump passed the pump self-test, off no power test, and unexpected restart error test. The operating currents were in specification. The pump had a corroded battery tube and bent battery tube spring noted. The pump had minor scratches on the lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, and scratches on the reservoir tube window.

Event description:
The customer reported via phone call that he has an insulin pump that stopped working. Customer stated that he got a new one and used it for a while but he can't remember why he got off the pump. Customer went on shots and left the pump in a dresser drawer for several months. Customer put a battery in it and it has a blank display. Customer is not on the pump and stated that it looks like the pump is depressed and pushed all the way down. Customer stated that it has a little spring when he puts the battery in but not much. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to back-up plan.